Event description:
The customer complained of questionable inr results for 2 patients tested on a coaguchek xs meter with serial number (B)(4) compared to the dade innovin laboratory method. The customer was not certain of what the specific day of the event was, but they stated the issue occurred sometime within the last two days. Patient 1 result from the meter was 6.9 inr. Within 7 hours the customer received a laboratory result of 4.1 inr using the dade innovin method. Patient 2 result from the meter was 5.5 inr. The customer received a laboratory result of 3.7 inr using the dade innovin method. The inr results from the meter were released outside of the laboratory to the patient's doctor. The laboratory results were considered to be correct. It was unknown if qc was tested and or if the qc results were acceptable within the last 24 hours. The customer did not know if the patient's had hematocrit issues or if they suffer from antiphospholipid antibodies. The customer had no specific patient information available. The meter and strips were requested for investigation. Replacement products were sent. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable

Manufacturer narrative:
The customer returned the meter for investigation. The returned meter and master lot strips were tested with liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The maximum difference between measurements was 4%. The obtained qc results were in the allowed range. No error messages occurred during investigation. The results alleged by the customer were not observed in the meter¿s patient result memory. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.